Event description:
During tenting and moving the transseptal needle to the right spot at the fossa the patient went into asystole. CPR was started after that and medication was administered, stabilizing the patient. When the guide was pulled back over septum for a bidirectional shunt, oxygen saturation then decreased resulting in the decision to place an occluder, which restabilized the patient. There was no alleged issue with the transseptal needle.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported arrythmia remains unknown.